Event description:
The distributor reported an alleged complaint that the "staples are not coming out". No patient injury reported. No medical intervention.

Manufacturer narrative:
Device sample requested, but not received. Investigation report not available at time of this report.